Event description:
Manufacturer representative reported, patient received a shock from portable keypoint. The nurse received a shock after moving the electrodes. The nurse had pain in her hand after the shock and so an ECG was performed; the results of the ECG showed no abnormalities. The patient was fine after the shock and left the hospital after the event. The nurse experienced pain the day of the event but is experiencing no pain currently. A follow-up report will be sent if additional information is received.